Event description:
Additional information was received from the patient representative (rep) reporting that they received a letter and the patient rep mentioned that there was no question, but the letter has "if possible please have your doctor retrieve the application logs" and that was the patient's question if they need to go to the doctor. Agent reviewed information with patient rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient was allowed 4 boluses per day and for the past 3 to 4 months when attempting to give the patient a bolus, it took a long time to connect. It would lag at 90%. They were also getting an error message that said it ¿was in a snooze mode and alert system failure restart or reboot¿. Yesterday, they got ¿a red and white screen saying alert system error needed to restart¿, so they restarted the handset and it took forever. They also had to pair the communicator back to the handset, but once they did, it worked again. During the call the agent walked the caller through clearing data, and the caller cleared data after which the caller was able to connect to the myptm app like normal and they delivered a bolus. It was noted that the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.